Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring/cradle cracked/broke in half. The procedure was completed with the same device as this happened toward the end of the case. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25140356, 25140569 the last 2 lots shipped to the account prior to the event date. There was no ncmr's for the last 2 lots shipped to the account.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring/cradle cracked/broke in half. The procedure was completed with the same device as this happened toward the end of the case. The hospital did not report any patient effects.